Manufacturer narrative:
(B)(4). Visual evaluation revealed that the needle was stuck on the proximal side of the hub when received and the needle has perforated the sheath. The sheath was also detached from the handle. Functional analysis was not performed due to the condition of the device. Based on the condition of the returned device the most probable root cause classification for the reported failure is handling damage. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used in the trachea during a bronchi tissue acquisition procedure performed on (B)(6) 2017. According to the complainant, during preparation the needle failed to extend and was stuck at distal stop. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable the investigation found the needle had punctured through the sheath, this is now deemed an MDR reportable event.